Event description:
Customer reports using an non-adc adapter with their adc charging cable while charging their adc device. Customer reports leaving their device charging overnight and the side of the device where the cable is inserted has melted. Part of the adc yellow charging cable was blackened and melted as well. The customer reports their device can still properly scan their sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed a visual inspection on the returned reader and burn marks/evidence of fire were observed. A visual inspection was performed on the power adapter and no issues were observed. A retained usb cable tester was used to test returned power adapter. Power adapter passed testing and the current voltage was within specification. A visual inspection of the usb/charging cable was performed and observed burn damage and open pins on 1 and 4. Usb/charging cable failed testing .yellow adc cable was returned with signs of burning on micro-usb end. Insulation is melted and usb connector was visibly damaged. Reader usb port showed signs of burning as well as the plastic casing around the usb port. However, the returned adapter was returned with no signs of visible damage. An extended investigation was conducted. The reader battery voltage was measured, and a power consumption test was performed and both were within specification. The current draw on the returned reader was within specification. The returned reader was placed under a thermal camera and no hot spots were observed. The returned adapter passed load-tester check which was also within specification. The burning around the usb port was due to a high heat event. The amount of heat necessary to induce melting/burning could not have been a result of the adapter shipped with the reader. It appears that the user did not use the product as instructed due to adaptor in working condition. Please note, the customer reports using an non-adc adapter with their adc charging cable therefore, the issue is not confirmed to use. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports using an non-adc adapter with their adc charging cable while charging their adc device. Customer reports leaving their device charging overnight and the side of the device where the cable is inserted has melted. Part of the adc yellow charging cable was blackened and melted as well. The customer reports their device can still properly scan their sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.